Manufacturer narrative:
The impella device has been received from the customer however, the evaluation of the device is not complete. Upon investigation closure, a supplemental MDR will be filed.

Event description:
A biomed team member reported that the user facility's automated impella controller (aic) had a battery failure. A loaner was sent to the facility and the aic will be returned for investigation. There was no noted patient use at the time of the observation.